Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the ins recharger (insr) was not turning on. Product services instructed the patient to plug it into the desktop charger. The patient did so and the insr turned on and showed it was taking a charge from the wall. They stated that they never had never been able to use the recharger by themselves and had someone assist them with recharging. Product services walked the patient through a charge session and they were able to connect to the implant but were receiving 0 coupling boxes. The patient had the antenna disc on bare skin and repositioning the antenna did not resolve the issue. An antenna locate was performed but it also did not resolve the issue. The caller was redirected to contact their healthcare professional. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the coupling issue was not a problem and that she just needed a "piece" and it was sent right out. There were no patient symptoms or complications reported or anticipated.